Event description:
Event description boston scientific received information that both this atrial and ventricular lead dislodged and exhibited high threshold measurements. During the revision procedure, both leads were cut and had to be explanted and replaced.